Event description:
It was reported that the patients' temperature did not rise. Target temperature was 36 degrees and patient's temperature was 34.8 degrees. After that the temperature has risen. The device was under investigation for the data. Per follow-up information received via email on (B)(6) 2021, stated that device was not sent to the bd for evaluation. It was also stated that therapy was not discontinued because of the issue. Patient was able to reach the target and completed therapy. Per sample evaluation, it was reported that the control panel was faulty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further investigation, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patients' temperature did not rise. Target temperature was 36 degrees and patient's temperature was 34.8 degrees. After that the temperature has risen. The device was under investigation for the data. Per follow-up information received via email on (B)(6) 2021, stated that device was not sent to the bd for evaluation. It was also stated that therapy was not discontinued because of the issue. Patient was able to reach the target and completed therapy. Per sample evaluation, it was reported that the control panel was faulty.